Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
Physician gained access with the sheath in the ssv and plugged the closurefast device into the generator. The physician advanced catheter into vessel but was not able to advance catheter to proximal treatment site because distal treatment site collapsed around catheter and would not allow physcian to advance.the procedure was discontinued and the patient is rescheduled for a different day.

Manufacturer narrative:
Additional information has been requested. Should it become available a supplemental report will be submitted.(B)(4)